Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that during at the beginning of a procedure, the valved trocars leaked vitreous and balanced salt solution. There was no known harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional product information was received which identified the product to be associated with a different manufacturing site. It was previously submitted under manufacturing report number 2028159-2016-01181. The correct manufacturing report number is 1644019-2016-00678 and will be associated with future regulatory reports. (B)(4).